Manufacturer narrative:
Concomitant medical product: 507658 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing observed on the stored atrial electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.